Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 110 mg/dl and the sensor glucose was 58 mg/dl at the time of the incident. The customer¿s blood glucose was 260 mg/dl at the time of the incident. It was reported that the insulin pump was not working and also stated that they had high blood glucose. The sensor will not be returned for analysis.